Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: leaking.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-may-2023. H6: investigation summary 5 unused and 1 used sample of material number 2426-0007 was submitted by customer for quality investigation. It was reported by the customer that there was leakage issue and that was verified in used sample in and leakage was caused because of separation. No issue of leakage replicated in 5 unused samples. A device history record review for model 2426-0007 lot number 23019088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv leaked. The following information was provided by the initial reporter: leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.